Event description:
It was reported the patient (russia) is experiencing issues recharging his ipg. Use of a replacement charging system was unsuccessful in resolving this issue. The patient is without stimulation as a result. Surgical intervention will be undertaken at a later date to replace the patient's ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.